Event description:
It was reported that during a prostate procedure, the end tip broke at the clear plastic section of the fiber. The broken fragment was approximately 1/2 inch in length, and it was removed from the patient's body with a basket device. The fiber was reported to have been used for 6 minutes at 97,480j. A second fiber was used to complete the case. The patient outcome was reported as good. No further information is available.

Manufacturer narrative:
A review of the manufacturing records was performed and no issues that could have contributed to this event were found. Analysis revealed the fiber tip is attached to fiber. There are no signs of breaks/fractures at tip. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There is misalignment of the metal cap output window with the red stop sign. The metal cap is loose within the outer flow tubing. The outer flow tubing open end wall exhibits minor scratch marks, and signs of slight melting. The cause of the misalign indicator and damaged outer flow tube observed cannot be determined. However, the alleged event of ¿end tip break¿ could not be confirmed based on device analysis as there were no signs of breaks/fractures at tip. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.